Event description:
It was reported that a physician untrained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. The clip from the starclose se device achieved hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the locator wings were initially bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. Although, the device was successfully removed utilizing the access ports, one of the wings was broken off and secure in the distal retaining ring. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.